Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons stuck or non responsive, insulin was squirting during priming, received an error code, a piece of plastic chipped off of reservoir and did not alert at the time of low battery or low reservoir. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had diminished battery life, rejected new batteries, unexplained no delivery alarm, battery cap damaged. The insulin pump will not be returned for analysis.